Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The lock ring was observed to be broken. The trs material was properly anchored to the anvil and cartridge. There was no blood or residue seen on the trs material. The sutures were intact. Testing of the reload could not be performed due to the noted damages. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of broken lock ring that has no relationship to the reported condition. Replication of the damaged reload lock ring may occur due improper orientation of the lock ring or over flexure of the reload while attached to the instrument. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of stomach on a laparoscopic sleeve gastrectomy procedure, the 2 device reload did not fire and jaws locked on the tissue. Resection was done to remove the device. Another device was used to resolve the issue in order to complete the case.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of stomach on a laparoscopic sleeve gastrectomy procedure, the device did not fire and jaws locked on the tissue. Resection was done to remove the device. Another device to resolve the issue in order to complete the case. Resection